Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple high ventricular rate episodes were noted on egms through remote transmission indicating oversensing of ventricular lead noise and ventricular noise reversion. Patient was stable and lead remains implanted.